Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited over sensing. The noise could be reproduced with isometrics. The device was reprogrammed and the lead remained implanted.